Event description:
It was reported via receipt of user facility medwatch report, that the inner cannula was defective on one (1), size 8 lpc, low pressure cuffed tracheostomy tube. The report states that the "inner cannula did not have a hole in it. Pt got hypotensive, apnic and had bradycardia." It is unk if the device was inspected or tested prior to actual insertion or how long the device was in use when the problem occurred. A second device was placed. The 8lpc device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device has not been received by the MFR.